Manufacturer narrative:
Investigation into this event found that the customer had configured the system to perform a standard dilution of 5 on all tsh samples instead of configuring reflex processing. Removal of the standard dilution returned all results to expected values. The root cause of the biased result is user error.

Event description:
A customer observed positively biased tsh qc results on the eci analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.